Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. Plant investigation: plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2024 for draining issues and peritonitis. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2024 the patient was hospitalized due to pd catheter (not a fresenius product) malfunction whereby patient was unable to drain. The nurse reported that the patient had a pd culture obtained in the hospital. However, the pd culture results are unknown. Per the nurse, the patient is receiving unknown intravenous (IV) antibiotic therapy while hospitalized. The patient is having the pd catheter repositioned and is currently on hemodialysis for renal replacement needs. The patient remained hospitalized at the time follow-up was completed. The nurse stated the patient is recovering from the event. The pd nurse was not able to provide the cause of the patient¿s peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. It was stated the peritonitis is suspected to be due to a breach in aseptic technique.